Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely high acetaminophen (actm) result that was generated by the synchron lxi 725 clinical system for one patient. A patient sample was tested for actm and a result of ">300ug/ml" was obtained. The operator realized the result was not correct and did not release it. However, a different tech accidentally reported the result out of the lab. The sample was re-tested on a different instrument and an actm result was 10ug/ml. The result was amended. It is unknown if treatment was initiated or withheld; however, the physician was alerted to erroneous result.

Manufacturer narrative:
Based on available information, the instrument had been having various issues and qc problems were noted. A field service engineer (fse) was dispatched: the fse replaced the dual degasser assembly and the degasser valve. The problem was resolved. Upon recur, treatment initiated based on the falsely elevated actm result could contribute to serious injury. Though fse replaced parts, the root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).